Event description:
Report received from abbott int'l affiliate of an over-delivery. The report states: "pt being administered by epidural a solution of 0.125% marcaine with 150mcg of fentanyl in a 30ml syringe. Pump programmed in microgram mode to deliver 10mcg/hr (2ml) of solution continuously. Delivery commenced at 1330 on event date and stopped at 1400 due to adverse events from treatment. Recommenced at 1500. At 2000 it appears to be ok with volume on display agreeing with volume of solution in syringe. At 2100 pump alarmed "empty syringe". Syringe was confirmed to be empty but with display showing only 64 mcg delivered. No adverse pt outcome." Further investigation revealed that the adverse event that necessitated stopping the infusion at 1400 was "not device related". No other details were available.